Manufacturer narrative:
The patient¿s meter has been returned on 2/25/2015 and evaluated by lifescan product analysis on 3/6/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (10/20/2014). The patient¿s usb cable and ac adaptor have been returned on 9/11/2014 and evaluated by lifescan product analysis on 10/13/2014 with the following findings:the usb cable passed all testing with no faults found. The reported issue could not be confirmed. The ac adaptor was also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging battery indicator. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.